Manufacturer narrative:
(B)(4).

Event description:
Procedure type: resection. According to the reporter: the stapler was fired, the intestine was not closed, the staples remained opened. Two centimeters of intestine had to be removed due to tissue damage. The duration of procedure was prolonged by 35min the device was disposed of by mistake.